Event description:
It was reported that this pacemaker displayed safety mode. Technical services (ts) recommended device replacement. At this time, the pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker displayed safety mode. Technical services (ts) recommended device replacement. At this time, the pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.